Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported "the medical agent was found leaking from the catheter during placement. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the medical agent was found leaking from the catheter during placement. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine."

Manufacturer narrative:
Qn#: (B)(4). The customer returned one 3-l catheter for analysis. No definite signs of use were observed. Visual analysis revealed a crack in the medial extension line. Microscopic examination revealed that the edges of the crack were smooth and uniform. The appearance of the hole is consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc.). The medial extension line outer diameter measured 2.199mm which is within the specification limits of 2.13-2.21mm per the extrusion product drawing. The medial extension line inner diameter measured 0.057", or 1.4478mm, which is within the specification limits of 1.41-1.50mm per the extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter extension lines were connected to a lab inventory syringe, and a leak was identified at a hole in the medial extension line. The distal and proximal extension lines flushed as intended. A device history record review was performed based on a potential lot from sales history and no relevant findings were identified. The instructions-for-use provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". The customer report of a leaking extension line was confirmed through investigation of the returned sample. Visual and functional analysis revealed a crack in the medial extension line. The appearance of the crack is consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc.). Despite this, the catheter passed all relevant dimensional requirements, and a device history record review performed based on a potential lot revealed no relevant findings to suggest a manufacturing related issue. Therefore, based on the customer report that the damage was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.